Event description:
The customer stated axsym cmv igm and igg results were discrepant with another method. A pregnant patient generated a positive axsym igm result with an index value of 0.85 and a negative axsym igg result of 1.5 iu/ml. The sample was centrifuged and retested generating the same results (igm index value of 0.8 and igg of 1.5 iu/ml). The sample was tested in another laboratory using a different method (not stated) where a negative cmv igm and a positive cmv igg result were obtained. No impact to patient management was reported.

Event description:
The customer stated axsym toxo igm and igg results were discrepant with another method. A pregnant patient generated a reactive axsym toxo igm result with an index value of 0.85 and a negative axsym toxo igg result of 1.5 iu/ml. The sample was centrifuged and retested generating the same results (igm index value of 0.8 and igg of 1.5 iu/ml). The sample was tested in another laboratory using a different method (not stated) where a nonreactive toxo igm and a positive toxo igg result were obtained. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). After further evaluation, the suspect medical device was changed from the axsym analyzer, list # 7a83-01, manufacturing site abbott labs, (B)(4) to the axsym toxo igg and igm reagents, list # 9k08-20 and list # 9k09-20. This report is being filed on an international product, list number 9k08-20 axsym toxo igg reagent and list number 9k09-20 axsym toxo igm reagent that have a similar product distributed in the us, list number 3b22-22 axsym toxo igg reagent and 4b25-22 axsym toxo igm reagent. Device/samples not returned. File kit testing met all specifications. No returns were received for investigation. A file kit of axsym toxo igg reagent, list number 9k08-20 lot number 68772hn00 and axsym toxo igm reagent, list number 9k09-20 lot number 68783hn01 were tested using controls and sensitivity panels. All controls and panels were within specifications and no performance issues were identified. A review of manufacturing and testing records for the associated lots of axsym toxo igg and axsym toxo igm did not reveal any events or issues that may have impacted the performance of the above lot numbers in relation to the complaint issue. Complaint and manufacturing records were reviewed and did not identify any problems related to the customer's observation. Based on this investigation, it was determined that axsym toxo igg, list number 9k08-20 lot number 68772hn00 and axsym toxo igm reagent, list number 9k09-20 lot number 68783hn01, identified in the customer's complaint, is meeting its safety, effectiveness and label claims. The sample in question was not available for investigation; therefore, a specific reason for the customer's observation could not be determined. The customer was referred to the limitations of the procedure section and specific performance characteristics section of the package inserts. This is the final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4) incorrect assay referenced. An investigation is in process. A final report will be submitted when the investigation is complete. Other text : an investigation is in process